Manufacturer narrative:
(B)(4). Additional manufacturer narrative: patient prosthesis mismatch (ppm) is present when the effective orifice area of the inserted prosthetic valve is too small in relation to body size. Its main hemodynamic consequence is to generate higher than expected gradients through a normally functioning prosthetic valve. In this case, the valve was successfully was replaced with another edwards valve, one size larger. There was no indication or allegation of a device malfunction contributing to the event. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was learned that this bioprosthetic aortic valve, implanted 10 months, and was explanted due to aortic stenosis with patient prosthesis mismatch. Patient was noted to have a moderately elevated gradient across the aortic valve, which seems to have gotten worse postoperatively from initial avr. The patient had progressive dyspnea on exertion and has not recovered to his satisfaction despite attempts at pci of his proximal lad and other rehab measures he has not recovered to satisfaction. The patient underwent redo avr with aortic root enlargement with bovine pericardial patch, placement of another edwards aortic valve, one size larger, and cabgx1. There were no complications apparent. The patient tolerated the procedure well and was transferred to the ICU in stable condition. Patient was discharged on pod #9.